Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having a high blood glucose of 600 mg/dl. The customer states the supplies he was using is expired. The customer declined troubleshooting for the high blood glucose level and stated will call back later. The insulin pump will not be returned for analysis.